Manufacturer narrative:
The insulin pump alarmed after battery change due to broken solder joint of on interface board. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No prime alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self-test, off no power test, displacement test and rewind test. We were unable to perform error test due to unexpected restart after battery change. We were unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip and unable to perform excessive no delivery alarm due to prime anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that when she bumps something or changes the battery, her pump will receive multiple alarms. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.